Event description:
The hcp reported the patient had responded well to the trial with 50mcg of baclofen. The pump was implanted in 2003 with an infusion of baclofen 500mcg/ml at 50mcg/day. The hcp reports there were no mistakes or miscalculations in the procedure or the programming. Less than 12 hours later, the patient was admitted to the intensive care unit and intubated with suspected itb overdose. The expected residual volume was approximately 17.4ml and the actual was 11ml. The pump was stopped, drug was removed from the pump reservoir, tubing, and catheter, replaced with saline, and programmed to run at the slowest rate. A follow up report will be sent when additional information is received.